Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 14432458, model/catalog description: linear 3-4 lead 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure.